Event description:
Procedure type: gastroplasty. According to the reporter: during the surgical procedure it was verified that the last staple line was opened. The problem occurred during the confection of the neo stomach. To correct the problem manual suturing was performed, using non-absorbable suture. There was injury to patient because the problem resulted in fistula. Re-operation was needed. There was excessive bleeding (over than 500cc) and it was necessary to perform blood transfusion. The surgical time was extended. The hospital stay was prolonged and the patient is still hospitalized. Patient medical history includes obesity.

Manufacturer narrative:
.